Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter, a nurse, contacted animas to report that on (B)(6) 2013 the patient was admitted to the hospital with a diagnosis of dka. The patient¿s blood glucose level was 600 mg/dl and he experienced the symptoms of thirst, diarrhea, nausea and vomiting. The patient had reportedly been ill for a few days with a viral infection. Troubleshooting revealed all pump settings, programming and date/time were correct and all basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The technical service representative contacted the patient to obtain further information about his diabetes management, but was unable to contact his by telephone. The issue was not resolved. There was no evidence the pump was not functioning appropriately. However, as the patient¿s status and condition prior to the hyperglycemic event were not known, and the patient was admitted to the hospital in dka while using the pump, this complaint is being reported.